Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: oct 28, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint pre-loaded was received in the original folding carton. The patient identification (ID) card, implant ID card, and direction for use (dfu) were also received. Visual inspection under magnification revealed cartridge damage and cartridge tip damage/crack and that the device plunger was in advance position and locked. The observed defect could be attributed to the trace amounts of viscoelastic residue observed in the cartridge which suggests an inadequate amount of ovd (ophthalmic viscosurgical device) was used during loading and insertion. The alleged foreign material was observed taped to a piece of gauze and forwarded to the independent laboratories for further evaluation. Per independent laboratories, the bulk of the plastic material is consistent with polypropylene with peaks consistent with a sodium species such as sodium hyaluronate also being seen. The fourier transform infrared (ftir) spectrum raw data output file generated by independent laboratories was then compared against the johnson & johnson manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was with a 0.697456 correlation. Although this correlation results, polypropylene is a component of the cartridge and sodium hyaluronate is a component of the coating. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue was confirmed. The independent lab results revealed polypropylene and sodium hyaluronate which are part of the cartridge component and coating solution. However, due to the conditions of the cartridge returned, the observed defect could be attributed to the inadequate amount of ovd used causes that the cartridge break when pushrod was handled to deliver the lens, resulting that the part of the cartridge coating has been detached and entered the eye. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethicity: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable, there is no indication that the lens was explanted. Initial reporter phone number: (B)(6). PMA/510(k) number: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a plastic piece came out with an intraoculare lens (iol) when the iol was implanted. It was indicated that the plastic piece was taken out from the eye. There was no patient injury reported. No further information was provided.